Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated fluid in reservoir compartment and performed self test and it was fail. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for alleged exposed to moisture, pump error 38, and device test failed found on (B)(6) 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The device passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No pump error 38 was found during testing. Successfully downloaded pump history files and traces using thump software. Pump error 38 was found in the pump history files and traces on the event date of (B)(6) 2022 at 18:56:18.000 or 6:56:18 pm. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, cracked case (battery tube), and cracked case-corner of belt clip rails. Exposure to moisture was confirmed found in the battery tube and the motor home switch. Pump error 38 was confirmed in the pump history files or traces due to moisture damage on the motor home switch. Device test failed was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.